Event description:
The customer reported the system displayed a "no settle" error and alarmed, which caused the system to lock up. No pt injury was reported.

Manufacturer narrative:
A ge representative evaluated the system and replaced the monoblock x-ray tube assembly and the generator cpu battery. The system operates as intended.